Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the reported complaint. The instrument was placed on an in-house system and passed the recognition and engagement test. Additional observation not reported were various scratch marks at the distal end of the main tube exhibiting light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument was not recognized normally. Other instrument was recognized. So it was judged that the instrument in question was defective. By using backup instrument, the planned operation was completed without problems. After the operation, the contact point of the instrument in question was wiped and the instrument in question was re-attached, but it was not recognized. The nurse said that it was 2nd use. After irrigation, the instrument in question was brought back.